Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Customer's blood glucose (bg) level was described as "high" and a correction bolus was delivered to address the bg. A supply change was performed to resolve the occlusion alarms.